Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump touchscreen was heavily scratched and hard to read. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer declined further contact with technical support, was out of warranty, and was in process of obtaining new device, and no additional troubleshooting or corrective actions were documented.